Manufacturer narrative:
A review of the subject device laser system's DHR records had concluded that the device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. The DHR also revealed that the system was released with a power supply whose serial # was (B)(4). The subject device had been returned to lumenis for root cause investigation, and upon initial inspection it was observed that the power supply in the system was serial # (B)(4), and not the original power supply from manufacturing. As lumenis had not been the service provider for the subject system, lumenis requested the service record history from the facilty. Records had been provided. A review of subject device's service records revealed that the device was initially installed in (B)(6) 2010 and maintained thereafter according to lumenis recommendations (had its annual preventative maintenance performed by a lumenis-certified service provider) . Further review showed that in (B)(6) 2015 the facility's service provider at the time had replaced the original power supply with a new power supply. To further investigate, lumenis hired a fire investigator to help determine the root cause. The fire investigator based his root cause determination on the system's historical service records, an actual visual inspection of the subject device, and questioning of the facility's staff. According to the fire investigator the root cause for the reported event was determined to be a result of the power supply replacement done by the previous service provider in december 2015. It had been determined that the insulation jacket of the power supply cable was incorrectly installed as it was left pinched during the installation. Over time a combination of the pinching and heat and vibrations occuring during normal use, had eventually led to the cable insulation ripping and subsequently leading to an electrical short circuit which overheated the power supply. The subject device has been removed from service at the facility and it will not be repaired nor returned. A review of subject device risk management files shows that system component failure leading to overheating and smoke/fire is an anticipated risk which has been quantified and found to be negligibly small. The risk has been characterized and documented as acceptable within a full risk assessment, and no corrective action or remedial actions were deemed necessary. Although no injury was reported, this malfunction might lead to serious injury should it recur, and in an abundance of caution, lumenis had reported this malfunction.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the foreign user facility directly to obtain patient information, an incident report, and service records, however; after reasonable attempts (5x) five emails, and (1x) one fax, no additional information had been provided. A review of the subject device DHR records showed that the device was manufactured, tested, and released according to manufacturer's specifications. A lumenis service engineer had performed a preventive maintenance on the subject device in (B)(6) 2016, concluding that the system met all manufacturer specifications and was safe to use. The user facility does not have a lumenis service contract, and other than the preventive maintenance call from (B)(6) 2016, lumenis does not have any service records for the device. Lumenis is continuing to investigate the reported event. When relevant information is provided to lumenis with which to determine a cause for event, lumenis will file a follow-up medwatch report.

Event description:
A foreign user facility reported that sparks and smoke were seen coming from the side of their lumenis versapulse powersuite laser system prior to beginning a laser procedure with a patient. The device was removed from the operating room immediately, and no injury to staff or patient was reported.